Event description:
It was reported that pump battery would not charge and pump screen remained dark and would not turn on despite being connected to power and using different charging methods. There was no adverse impact to the customer¿s blood glucose level. Customer tried multiple button press attempts and different charging supplies as instructed but issue persisted, so technical support arranged shipment of replacement charging cable, wall adapter, and ultimately replacement pump under warranty; customer planned to use multiple daily injections as backup insulin therapy and was instructed to allow battery to fully deplete, return problematic pump within required timeframe, and set up settings and continuous glucose monitor on replacement pump.